Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving lioresal 2000mcg/ml; 949mcg/day via an implantable pump for intractable spasticity and cerebral palsy. Medical history was scoliosis. The date of the event was (B)(6) 2016. It was reported a catheter access port (cap) dye study was done (B)(6) 2016 and was negative. The negative dye study indicated the system was patent. A programming error occurred as the hcp forgot to program a priming bolus post study. The hcp did not go back and reprogram the pump for the priming bolus. The hcp let the pump run as normal. The pump wasback to delivering medication and the patient was fine. (Omitted information related to (B)(4) stiffer; constipation; scoliosis)

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.